Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system would not power on. The imaging system displayed "system booting please wait" and would not progress past the prompt. The imaging system was restarted to resolve the reported issue. The reported issue occurred before incision. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The imaging system's computer was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. The computer booted software application successfully. Time/date check (cmos check) and virus scan were successful. Installed imaging system computer in the imaging system. The system readied as expected. All communication and both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found.